Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with intra-peritoneal (ip) vancomycin (1gm, frequency not reported) and ip fortum (1gm, frequency not reported. The cause of the event was unknown. At the time of this report, the patient was still hospitalized. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.